Event description:
4fr single inserted in 2006, snapped when pt got up form bed the following day. Line removed by ward, but did not notify med imaging dept until 4 days later. They did not keep sample.